Event description:
As reported by the edwards field clinical specialist, the sapien valve was implanted in a heavily calcified native aortic annulus without complication. However, tee showed moderate-to-severe paravalvular leak (pvl). Post dilation was performed with 1cc of contrast added, but the pvl remained unchanged. A second post dilation was performed with another 1cc added, which yielded only minimal improvement. A second 26mm sapien valve was then implanted approximately 2mm lower within the first valve, which reduced the pvl to moderate. Per the medical team the pvl was due to an area of heavy calcification on the native aortic annulus. The native aortic annular diameter was 22mm by tee. There was bulky calcification on the native aortic valve. Prior to deployment, the sapien valve was positioned 50:50. Post deployment, the sapien valve position was 60:40 aortic. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, per report, the pvl was likely caused by an area of heavy calcification on the native aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.